Manufacturer narrative:
Additional information: h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No problems or issues were identified during the device history record review. No product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional review: photo submitted by complainant: a picture of a powerwand pouch label was provided by the customer. No device is depicted in such a picture. Therefore, no analysis can be performed. No device is depicted in the photo received. Therefore, no analysis was conducted. No analysis could be conducted on the picture provided, as no device is shown. There is no functional testing performed on this needle. Failure mode reported as occlusion cannot be confirmed by visual inspection.

Event description:
It was reported, that upon opening the kit. The clinician found a bend introducer needle. No patient injury reported.